Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Refer to MDR 1226348-2018-10359 for information regarding the second device involved in this event.

Event description:
As reported by the affiliate, the blue coating of two pairs of 1mm isocool tips flaked off,entering the wound site. The blue paint pieces were removed. A third set was used with no issues. There were no reports of delay or patient harm.

Manufacturer narrative:
Two pairs of isocool tips, lot numbers hj5846 and hk0716, were visually inspected under magnification. Receded paint was observed in irregular patterns on the non-flat edge of only one of the tips in both pairs (1 tip out of 2 from each lot). Since the non-flat, or lateral/outer, side of the tips is not primarily used for the functional purposes of coagulating, cutting, or manipulating tissue, it is of higher probability that they will come in contact with other surgical tools or hard surfaces when not in use, resulting in paint flaking. Additionally, the fact that paint was only receded on 1 of the tips of each pair from each lot suggests this was not a manufacturing or supplier related cause, but a root cause of general customer misuse. A review of manufacturing records found no discrepancies when the device was released to stock. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Refer to MDR 1226348-2018-10359 for information regarding the second device involved in this event.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.